Event description:
It was reported that patient underwent a spinal cord stimulator (scs) explant procedure due having pain at the implant and all devices were removed. During the procedure, there were for contacts left inside the patients body.additional information was received that the patient was doing well and the explanted device will not be return.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspects medical device component involved in the event: model number/catalog number: sc-2317-70, serial number: (B)(6), batch/lot number: 7074646, model/catalog description: infinion cx lead kit, 70cm, unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2317-70, serial number: (B)(6), batch/lot number: 7074645, model/catalog description: infinion cx lead kit, 70cm, unique identifier (UDI) #: (B)(4).

Event description:
It was reported that patient underwent a spinal cord stimulator (scs) explant procedure due having pain at the implant and all devices were removed. During the procedure, there were four contacts from the lead left inside the patients body.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.additional suspects medical device component involved in the event:model number/catalog number: sc-2317-70,serial number: (B)(6),batch/lot number: 7074646,model/catalog description: infinion cx lead kit, 70cm,unique identifier (UDI) #: (b)(4.) Model number/catalog number: sc-2317-70,serial number: (B)(6),batch/lot number: 7074645,model/catalog description: infinion cx lead kit, 70cm,unique identifier (UDI) #: (B)(4).